Event description:
It was reported that, "the patient has a ceramic on ceramic stryker hip replacement. The implants have been squeaking for approximately 3 years. The surgeon discovered excessive wear via x-ray. The patient reports that he began feeling pain approximately 6-7 months ago. The patient has scheduled a revision. He would like to know if stryker is willing to assist with medical costs."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.